Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure in the cfa. Reportedly, a thrombus was present in the cfa, two weeks after the procedure. A thrombectomy was performed with an angiojet. The physician is not sure if the device caused the thrombus. The starclose device achieved hemostasis. No device malfunction was noted. No pt effects were reported and no additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.